Manufacturer narrative:
Title: feasibility of the transurethral catheter removal after two days post robotic assisted radical prostatectomy a retrospective observational study source abstracts eau20 virtual congress and theme week, volume 19, 2020 (2) article number: e1763. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a total of 362 patients underwent robotic assisted radical prostatectomy, of which 188 patients had the transurethral catheter removed on the 2nd postoperative day. Intraoperatively, all patients received a posterior musculofascial re construction & urethrovesical anastomosis using a barbed suture. One patient was re-admitted for abdominal pain due to urinary leakage proven in the cystography.